Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 22dec2020 to the present date, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer 13 did not open" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that drawer 13 had failed and was not recognized by the system. The controller board and pcm were replaced, and medbank was contacted for configuration. The configuration was completed successfully, and normal service was restored. During dchu visual inspection p/n: 151730-21: was received with signs of thermal damage in the component u501. During dchu testing p/n: 151730-21: the testing from dchu was not necessarily due to the thermal damage observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue, "drawer 13 did not open" was due to a defective pcba pmc pyxis mini fw1-12. Thermal damage was identified in component u501, which compromised the board's proper functionality and led to the failure.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open. As per part investigation, it was determined that there was a defective pcba pmc pyxis mini fw1-12 and observed thermal damage on component u501. There were no adverse events or injuries reported based on this event.